Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for valve moves on balloon was unable to be confirmed as no imagery was provided and the product was not returned for evaluation. Without applicable patient/procedural imagery, a definitive root cause is unable to be determined. However, available information suggests that patient factors (distal narrowing of the landing zone) may have caused the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a jugular tpvr procedure with a 23mm sapien 3 valve in a conduit, the valve was observed to be migrating proximally during inflation of the commander delivery system, missing the intended landing zone. The valve was observed to be stable in the anatomy. The commander delivery system was removed, and a pigtail catheter was advanced to the right pulmonary artery. An angiograpyhy was performed, and moderate paravalvular leak was noted. There was discussion regarding placement of a second valve distal to the initial, however, due to the length of the procedure and the radiation exposure, the case was completed, and the team would discuss future valve in valve or surgical reintervention.